Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a cuff miss [suture retrieval issue] was noticed with a prostyle device relative to an unspecified procedure which resulted in the use of an unspecified method to achieve hemostasis. No additional information was provided at this time.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: e1 ¿ first name, last name, title: updated from (B)(6) to dr. (B)(6). E3 ¿ occupation: updated from pharmacist to physician